Event description:
The aci sales professional reported that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained below the femoral head, above the bifurcation via a 6f/7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram revealed no presence, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the technician deployed the device per the IFU as witnessed by the aci sales professional. After the technician shuttled down and attempted to withdraw the sheath from the tissue tract, the sheath would not move (device was jammed). The technician then began to twist the sheath to aid in removal as the patient had a scarred groin from previous health catheterization procedures. Eventually the technician wa able to withdraw the sheath, but the advancer tube was not visible. The advance tube was noted to be stuck inside the sheath. Upon visual inspection, the sealant was noted to be swollen inside the advancer tube. The technician deflated the balloon, removed the device and held manual pressure for 30 minutes at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The introducer sheath was covering the balloon. The sealant was protruding from the shuttle cartridge side slit. The advancer tube was inside the shuttle cartridge abutting the sealant. This received condition indicated that the device might have been manipulated by the user subsequent to the procedure. Shuttle down procedure was simulated and the advancer tube locked as intended. The catheter, shuttle cartridge, the advancer tube and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1229706) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined.